Event description:
During the colonoscopy procedure, a radial jaw 3 biopsy forcep was used. The forceps did not fire when the tissue was grabbed. The forceps would grab the tissue but the device would not fire. The snare was used to complete the procedure. The pt's condition was reported to be fine.

Manufacturer narrative:
The suspect device has not been returned to the manufacturing facility for the eval.